Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery the tip of an ophthalmic knife noticed with a dark gray (black) rubbing of the metal (or dirt or a scratch). Surgery was completed using the same product. There was no harm to the patient.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be updated under the manufacturing reference number : (b)(64the manufacturer internal reference number is: (B)(4).